Event description:
On a 2 level l4-s1 construct, post surgical x-ray showed a polyaxial screw on the superior left side of the construct had separated between the screw and the polyaxial seat. A request has been made for a copy of the post-surgical x-ray, the implant and / or photos of the implant with markings shown. A revision surgery was conducted to remove and replace the affected screw.